Event description:
A site biomed representative reported being told by the site that their navigation system tracking was unresponsive while in an ear, nose & throat (ent) procedure. No further details regarding the issue, or when in a procedure it occurred, were provided. The surgeon continued and completed the procedure. There was no impact on patient outcome reported.

Manufacturer narrative:
Patient information was not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. A medtronic representative, following-up at the site, reported the surgeon stated that the navigation system was working well and then went red on the instrument and cross hairs. The surgeon proceeded with the surgery to completion. No parts have been returned to manufacturer for analysis. No further issues have been reported.